Event description:
Healthcare professional reported reason for removal as "seroma in mentor textured implant non-allergan device. This record represents the left side. Device has been explanted and (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).